Manufacturer narrative:
Integra has completed their internal investigation on 9/25/2015. The failure analysis investigation verified the complaint incident. Error code e0012 occurred during incoming inspection, the power board was identified as defective. The cam02 monitor received a replacement power board, was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. The DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014 ¿feb. No non-conformance reports were raised during the manufacturing process for this monitor. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: there is no service history for cam02 monitor (B)(4). Rate of occurrence: during the time period ¿may 2014 to jun 2015¿, the quantity of complaints over the review period with the key word identified in the complaint review can therefore be calculated as (B)(4). Conclusion: the root cause was identified as failure of the communications path from the pc and the power board thus causing the screen to go blank as reported.

Event description:
A cam02 inter-cranial pressure and temperature monitor screen went black when machine was turned on. The unit was being used for demonstration purposes. There was no pt contact or injury involved with this complaint.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.